Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited intermittent sleep/wake button and unlock screen unresponsiveness, and the user requested a replacement before later requesting a return. Symptoms included no reported clinical effects. Outcomes included no impact to health or need for medical care. Investigation included review of the complaint history and troubleshooting with the user. Iit was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.